Event description:
A zoll pt service rep (fsr) contacted zoll customer support to report that a (B)(6) male pt's monitor had intermittent response buttons. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons intermittent) has been confirmed. Upon eval, the rear response button was functioning intermittently. The cause for the intermittent response button was isolated to worn conductive material on the response button flex circuit. The root cause of the worn conductive material on the flex circuit cannot be positively identified. No adverse event resulted from the defective response button flex circuit. The pt received a replacement monitor.